Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a channel failure. During the product evaluation, it was discovered that the channel a select key was inoperative. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). There was not a device interruption during delivery. This report has been retracted since it is not reportable.